Event description:
(B)(4). Same case as MDR ID: 2134265-2012-06075. It was reported that after a stenting treatment procedure, a myocardial infarction occurred. In (B)(6) 2011, the target lesion #1 was a long lesion located in the proximal lad (left anterior descending artery) extending to the mid lad with 100% stenosis and was 40 mm long with a reference vessel diameter of 2.62 mm. The lesion was treated with rotational atherectomy and placement of a 2.50 mm x 32 mm promus element stent overlapping distally with a 2.25 mm x 32 mm promus element stent, which is distally overlapping with a non-study drug eluting stent. Following post-dilatation, residual stenosis was 0%. Post index procedure prior to discharge, elevated troponin values were observed in the post procedure lab results and a myocardial infarction was reported. An electrocardiogram was performed (myocardial infarction type - non q-wave) and the subject did not experience any ischemic symptoms. No other action was taken to treat this event. The event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated the device will not be returned for analysis, therefore, a failure of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).